Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, an aborted ventricular fibrillation event was observed on the implantable cardioverter-defibrillator. The patient then followed up in clinic, and upon investigation, it was noted the ventricular fibrillation event was due to inappropriate antitachycardia pacing. The ventricular fibrillation broke on its own before the patient received therapy. The device was reprogrammed. The patient went home from clinic stable.